Event description:
It was reported that balloon rupture occurred. A 4.00mm x 8mm nc emerge balloon catheter was selected for use. However, the device has been ruptured before use. The procedure was completed with another of same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood present in the hub, inflation lumen and the guidewire lumen. There was contrast in the inflation lumen and the balloon. The balloon was tightly folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a 2mm longitudinal tear at the distal markerband. The device failed to inflate to rated burst pressure.

Event description:
It was reported that balloon rupture occurred. A 4.00mm x 8mm nc emerge balloon catheter was selected for use. However, the device has been ruptured before use. The procedure was completed with another of same device. There were no patient complications nor injuries reported.